Event description:
It was reported that this pacemaker exhibited undersensing and far-field oversensing. The patient p-waves were measured to be very low at 0.3 mv. Technical services (ts) reviewed and recommended potential programming changes. This device remains in service. No adverse patient effects were reported.